Event description:
It was reported that the helix never deployed and would get stuck just before protruding out. Further torque would just turn the lead body and not the helix. The user mentioned this was not the first lead with this problem. This lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel.

Event description:
It was reported that the helix never deployed and would get stuck just before protruding out. Further torque would just turn the lead body and not the helix. The user mentioned this was not the first lead with this problem. This lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the helix never deployed and would get stuck just before protruding out. Further torque would just turn the lead body and not the helix. The user mentioned this was not the first lead with this problem. This lead was not implanted. No patient complications were reported as a result of this event. The lead was later returned with no new information.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available. Correction: date of death from no information to not applicable.